Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittency and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device, as of the date of this report.